Event description:
In 2009, the patient reported she had elevated blood glucose readings today. She said, she changed the insulin cartridge of her infusion device this morning and at lunchtime she felt "logy." She checked her blood glucose which measured 385 mg/dl. She went to a doctor's appointment and when she came home, she checked her blood glucose again. It measured "hi" on her meter. She said she saw a small air bubble in the top corner of the cartridge. One hour before the report, she changed her infusion set tubing and headset and 20 minutes before the report she delivered 5.0 units of insulin via injection. Her device bolus history was checked and the patient confirmed the last bolus listed was 4.5 units at 3:45 pm the same day. The patient declined further troubleshooting. On follow up with the patient three days later, she stated that after she changed her infusion set, she delivered 5 units of insulin via syringe and more via her infusion device. Her blood glucose returned to her normal range. She said, she thinks there may have been scarring at her infusion site. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.